Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported stent damage and catheter removal difficulty occurred. The 85% stenosed target lesion was located in the mildly tortuous and non calcified proximal left circumflex artery. A 2.25x28mm synergy drug-eluting stent was advanced, however, the distal side of the stent became stuck and it failed to cross the lesion. Upon withdrawal of the device , resistance was felt and was found on cine angiocardiogram image that the stent was lifted. The device was removed slowly, but resistance was felt again at the tip of the guide catheter. A snaring device was then advanced and crushed the lifted stent and the device was removed through the guide catheter. When the device was completely removed from the patient, it was found out that the distal portion of the stent had stretched and the proximal portion of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the proximal edge lifted distally. Struts at the distal end were distorted and stretched over the markerband and balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent damage and catheter removal difficulty occurred. The 85% stenosed target lesion was located in the mildly tortuous and non calcified proximal left circumflex artery. A 2.25x28mm synergy drug-eluting stent was advanced, however, the distal side of the stent became stuck and it failed to cross the lesion. Upon withdrawal of the device , resistance was felt and was found on cine angiocardiogram image that the stent was lifted. The device was removed slowly, but resistance was felt again at the tip of the guide catheter. A snaring device was then advanced and crushed the lifted stent and the device was removed through the guide catheter. When the device was completely removed from the patient, it was found out that the distal portion of the stent had stretched and the proximal portion of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.